Event description:
Reference manufacturer number: 1627487-2020-01447.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-10710, 1627487-2019-10711. It was reported that the patient was experiencing ineffective stimulation. High readings were detected on the lead contacts, causing therapy to be disabled. Reprogramming around the impedances was attempted, but unsuccessful in restoring therapy. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.